Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer noticed a loose connection on the back of the scope. Tac instructed the customer to send the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a connection issue on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a partial breakage of the cable occurred leading to the reported phenomenon of ¿intermittent loss of power when the cable was jiggled¿. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.